Event description:
It was reported that the pump declared alarm 30 during its operation. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, enabling them to successfully resume insulin therapy.